Event description:
It was reported to philips that the system gave an alert that some geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.